Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Event date: exact date unknown, event occurred last year from the date manufacturer became aware of the event.